Event description:
Pt experienced blood glucose levels in the 400's with no audible alarms from the pump. Co and pt attempted to solve the problem by changing the sets but failed. On 4-3-1998 pt went to ER with blood glucose level in 400's. Dr took the pt off the pump and placed her in a sliding scale insulin therapy but pt couldn't achieve optimum control. Pt switched back to the pump when the co sent her a replacement one. Pt is extremely satisfied with new pump.